Event description:
It was reported that the patient experienced acute discomfort for an extended period following implantation of a sling device which culminated in a corrective procedure. The patient had pain and discomfort associated with the corrective procedure and acute pain on intercourse. The reported date of surgery is 2006. It is unknown if this is the date of the initial surgery or the date of the corrective procedure.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500aa form will be submitted accordingly.